Event description:
It was reported that a patient was reporting ear pain and used his magnet to stop stimulation. According to the patient, this stopped the ear pain. When the patient returned to the office, the doctor decided to turn off and restart the titration from 0.25 ma. When the adjustments were made, a high impedance message was noted. The physician asked for the patient to get "image tests" (likely x-rays). The patient's wife reported that a couple of weeks ago he had a severe seizure and fell flat on the floor. It's unclear if this may have caused the high impedance or if the seizure was a result of the high impedance. No additional information has been received to date and no known surgical intervention has occurred to date.

Event description:
Information received that the physician reported that the patient had a crisis (meaning seizure) a few weeks before the medical evaluation. It was "another crisis", no special events, it was not reported by the wife that he had fallen on the vns or the neck. The patient underwent the examinations: x-ray and ultrasound, follow the photos and reports. Anterior/posterior neck and chest x-rays were reviewed. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Complete pin insertion was confirmed as the pin can be seen coming through the second connector block. The feed through wires, and the lead wire continuity appeared normal. The lead was observed in the neck and chest. The strain relief bend and loop appear to be placed per labeling. Only one tie down is seen securing the loop; however, due to the quality of the image it is unclear if a second tie down is present and therefore no assessment can be made. Above the generator there was a potential suspect fracture of the lead, however based on the quality of the image, this cannot be confirmed. Part of the lead appears to be behind the generator. In the portions of the lead visible, no other gross lead fractures or other anomalies were observed. Based on the images provided, the root cause of the high impedance may be due to the small potential fracture in the lead body however based on the quality and scope of the images provided this cannot be confirmed. Note that the presence of a micro fracture and/or a lead discontinuity cannot be ruled out in the portion of the lead that is not visible in the provided images.